Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left-side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported a left-side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety product/procedure: unable to observe since it is not related to the device. Additional observations: non-penetrating nick observed on the device. Observed a broken-on plug strap assessed as an unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left-side capsular contracture baker grade iii. Healthcare professional additionally reported observation made during surgery noted as left side" contracture, pressure, and deflated." The device has been explanted.

Event description:
Healthcare professional reported observation made during surgery noted as left side" contracture, pressure, and deflated."